Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. The following information was provided by the initial reporter: consumer reported, last night when she was taking her injection, (9 units), the patient end collapsed after 3 units. Said, instead of the pen going back to "zero", it stopped with "6 units" remaining. Stated, this morning, her blood sugar was at 225 as a result of not getting her complete dosage the night before stated, 3 out of 4 pen needles had an issue out of the last 4 boxes purchased from the pharmacy. Consumer only had product information for one box and cannot tell what issue happened on which day. Stated, there are times when she has a successful prime but an unsuccessful injection, stated, patient end is bent prior to injection, stated, no insulin flow when priming, stated, she always primes 2 units before injection. Stated, she does not re-use, stated, she rotates the different injection sites and puts the pen straight onto insulin pen, avoiding hitting the side of pen. Lot: 2194944. Catalog: 320550. Date of event:(B)(6) 2023, (patient end collasped while taking injection without dispensing full dosage-1 pen needle affected).

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. The following information was provided by the initial reporter: consumer reported, last night when she was taking her injection, (9 units), the patient end collapsed after 3 units. Said, instead of the pen going back to "zero", it stopped with "6 units" remaining. Stated, this morning, her blood sugar was at 225 as a result of not getting her complete dosage the night before stated, 3 out of 4 pen needles had an issue out of the last 4 boxes purchased from the pharmacy consumer only had product information for one box and cannot tell what issue happened on which day. Stated, there are times when she has a successful prime but an unsuccessful injection stated, patient end is bent prior to injection stated, no insulin flow when priming stated, she always primes 2 units before injection. Stated, she does not re-use stated, she rotates the different injection sites and puts the pen straight onto insulin pen, avoiding hitting the side of pen lot: 2194944 catalog: 320550 date of event: 2023, (patient end collasped while taking injection without dispensing full dosage-1 pen needle affected).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.